Manufacturer narrative:
No product was returned for investigation. The cause of the bleeding is determined to be use issue. The cause of the thrombocytopenia was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella cp experienced a gastrointestinal bleed and suspected heparin-induced thrombocytopenia, with low hemoglobin and platelet values. The patient was transfused packed red blood cells and platelets. Later, the patient was successfully weaned from the pump and survived.